Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not returned for evaluation. No replacement due to inability to complete call. Most likely underlying root cause: mlc-30-user applied blood to strip before inserting strip into meter. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Unable to send product letter. No address on file for customer.

Event description:
Consumer reported complaint for e-3 accompanied by symptoms. Daughter s calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. Customer did report symptoms of dry mouth, increased dizzy, headache and blurry vision. Medical attention is not reported as a result of the actual blood glucose results. Product is stored according to specification in the living room. During the call on (B)(6) 2019, a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 06/30/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Could not continue call due to symptoms.